Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Patient resides in (B)(4). The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed.

Event description:
Patient was revised to address pain. Update- litigation papers received on (B)(6) 2011. Re-opened case. Added asr cup and asr head to products. Litigation papers allege that implant date was on or about (B)(6) 2008 on patient's right side. After implant, the acetabular cup eventually detached, disconnected, created metallic debris, and/or loosened from patient's acetabulum, caused severe pain, inhibited patient's ability to walk, and caused elevated blood levels of chromium and cobalt. Revision was on or about (B)(6) 2011.